Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. The customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. Bg was addressed via manual insulin injection. Reportedly, the pump was charging during the event. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.